Event description:
The hospital reported that before the procedure, vasoview hemopro 2 cautery jaws failed to activate. This was an out of box failure. Device was never used on the patient. They swapped cables & power supply with no effect. 2nd kit was opened and the case was completed without any further issues. It did not pass the pre-cautery test. The beeping sound was not heard when the toggle was pulled back to activate the device. The device did not activate, therefor it could not time out. Power setting at 3. No significant delay in procedure time due to failure. No harm was caused to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.